Manufacturer narrative:
The customer did not provide a lot # for the device. Without the lot number, the expiration date (d4) and date of manufacture cannot be determined. The device(s) has not been returned. Without the lot number, the expiration date and date of manufacture cannot be determined. An evaluation cannot be performed.

Event description:
Patient's mother stated the bag set was leaking. The malfunction caused a delay in therapy. Patient injury? Yes, the patient's mother stated her son was hospitalized for another reason but not for this issue (planned gi). The patient requires continuous fluids for 20 to 22 hours a day. The delay caused the patient to lose executive function.